Manufacturer narrative:
The field service engineer (fse) evaluated the device, and found the etco2 dust cover needs replacing. Upon conclusion of the evaluation. It was determined, that the etco2 dusk cover requires replacement. It was replaced. The device passed testing. And was put back into service.

Event description:
It was reported to philips that the device's etco2 dust cover is inoperable. There was no patient involvement.